Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with the pump displaying high and a confirmatory fingerstick of 424 mg/dl, and insulin was observed pooling in the cartridge cavity below the plunger with insulin leaking when attaching the adapter and infusion set despite a full rewind and correct cartridge insertion; components referenced included the reservoir/cartridge and adapter. Symptoms included hyperglycemia and excessive thirst. Outcomes included a missed dose and a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage attributable to a seal issue consistent with a leak or splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.